Event description:
The pt was implanted with a heart mate ii left ventricular assist device (lvad). The perfusionist reported that the pt, who had been seen at the clinic the week before, was found deceased at home. According to the coroner, the pt had reportedly been expired for 1-2 days. The hospital reported that the pt had gained a lot of weight. No add'l info was provided.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.